Manufacturer narrative:
Dario's representative followed up with the user, who reported that within a few minutes, he received several bg readings with a difference of 20 mg/dl to 30 mg/dl. The user stated that he was not at home and did not have his meter or supplies with him at that time, and therefore could not troubleshoot. Due to the above, two additional attempts to follow up with the user were made at later dates, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On june 13th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user stated that he is questioning the accuracy of his bg readings that he received from his dario meter.